Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l65759, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving intrathecal morphine 10 mg/ml via an implanted pump. The pump's indication for use (IFU) was listed as lumbar radiculopathy and spinal pain. In (B)(6) 2013, the patient experienced a gradual change in therapy/symptoms. The patient's feet, ankles and shins in the back all swelled. It started gradually and then got "really really bad". The patient had a recent refill; the pump was refilled once a month. The reporter was told it was "not from the pump" but stated "she is living proof that there is something wrong because she who is also a patient that had a pump". (See manufacture report #3004209178-2012-06003). (Omitted information related to 700135185, cut catheter 500077539, lymphedema 700134837, withdrawal; confusion).